Event description:
It was reported that the pump touch screen was cracked and became unreadable. Reportedly, the reason for the cracked screen was unknown. The customer reported that half of the display screen was blacked out, blocking the graphics and text. Customer¿s blood glucose was 110 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.